Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories: 1627487-12192011-003-r, 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg would not maintain a charge for an extended period of time regardless of frequent recharging. As a result, surgical intervention was undertaken on (B)(6) 2015 during which time the ipg was explanted and replaced with an updated model. Stimulation was restored postoperatively. The issue is resolved.